Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, while clipping the cystic artery and the cystic duct, they were still able to squeeze the device handles and the jaws were still able to close but there were issues experienced with the loading or firing of the clips and some clips disengaged and fell into the patient cavity. It was unknown if they retrieved the clips. They opened a new device and plans to retrieve the clips, if they can. There was no patient injury.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, while clipping the cystic artery and the cystic duct, they were still able to squeeze the device handles and the jaws were still able to close but there were issues experienced with the loading or firing of the clips and some clips disengaged and fell into the patient cavity and was able to be retrieved. They opened a new device to resolve the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with five remaining clips. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Note that the information for use brochure which accompanies each product shipment cautions the user as follows: when firing the instrument; squeeze the handle firmly as far as it will go. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.